Event description:
For approx last 3 weeks patients have been complaining when foley catheters are being pulled out. On this day 2 foley's were pulled out and both times patient's cried out in pain. Noted that balloon's on catheters were not completely deflated.